Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. The stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and strut 4 from the proximal end of stent lifted, pushed and twisted distally. Strut 10 from the proximal end of stent is lifted. No issues noted with balloon. The tip was visually and microscopically examined and slight damaged was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 4.00 x 38 synergy drug-eluting stent was advanced but failed to cross the target lesion. The procedure was completed with a 4.6x16 stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.